Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 09-dec-2000, UDI#: (B)(4). Analysis of the lead showed all conductors were broken 12.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a different manufacturer's ins implanted in 2005 and at that time the leads were cut to make way for the other ins. Therefore the system had been out of service. Surgical intervention was scheduled for (B)(6) 2019. Additional information was received from the healthcare provider (hcp) via the rep. It was reported that the patient had a vagal nerve stimulator implanted for seizures in 2005. The leads for the spinal cord stimulator system (scs) were intentionally cut at that time to accommodate the placement of the vagal nerve stimulator. The plan as of may 3, 2019, was to partially or completely explant the scs system. On may 8, 2019, the rep contacted technical services to obtain compatibility information for the scs components that were still implanted in the patient because x-rays indicated that the bone may have been growing into or around the lead and the doctor was concerned about removing the lead. Technical services reviewed the information with the rep regarding the lead to be used with a wireless external neurostimulator (wens) and a multi lead trialing cable (mltc). The rep stated they would review the compatibility information with the doctor. On may 8, 2019, the rep reported they obtained inaccurate information regarding why the extension had been cut and the lead left implanted. They explained that the patient's extension and scs ins had been removed to accommodate space for a gastric system rather than a vagal nerve stimulator for seizures. During the surgery, the doctor decided to explant the entire lead and the remaining portion of the extension instead of leaving it implanted for future use because if the patient decides they want another scs device they would get an entirely new system implanted. It was confirmed that the scs device was effective for the patient when it was active. No further complications were reported or anticipated.